Manufacturer narrative:
Updates made to adverse event/product problem, outcomes attributed to ae, patient outcome code grid, health impact grid, reporter first name, reporter last name.

Manufacturer narrative:
Correction made to (device) problem code grid.

Event description:
It has been reported that the device is failing self-test.